Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Analysis of the data logs did not align completely with the clinical account. The data logs showed that the pump was initially running on p5, and a few suction alarms were noted, with period of pump speed adjustments. Based on the log analysis, the slightly low flow and suction observed at the beginning of the case was resolved with a decrease of p level. Without the returned device, the root cause of the low flow cannot be definitively determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 50-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows and suction alarms after the device was placed. Echocardiogram showed optimal device placement, volume status and no detectable clot. The alarms were unresolved despite all troubleshooting measures. Later in the support the plasma free hemoglobin (pfhgb) increased which is indicative of hemolysis, and the p-level was decreased from p-8 to p-6. The device was subsequently explanted. Upon explant, no clot was visible on the device.